Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
No button error alarm was noted. The up arrow button was unresponsive due to corroded keypad trace. No number scrolling anomaly was noted on the display. No battery out limit alarm could be verified due to the unresponsive buttons. The insulin pump had a severely scratched display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer also reported trying to reinstall the battery for the insulin pump but got a battery out limit alarm. The customer also reported that the number on the screen of the insulin pump continued to ramp up once the insulin pump was turned back on. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.